Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high sensing integrity counter (sic)/short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.